Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 24mm synergy¿ drug-eluting stent, it was noted that some struts were not well crimped on the stent delivery system. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were lifted at 6th most distal stent strut row, and at the 4th most proximal stent strut row. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred due to handling of the device during removal of the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 24mm synergy drug-eluting stent, it was noted that some struts were not well crimped on the stent delivery system. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.